Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv and ra leads were explanted due to dislodgement. The leads were disposed of by the explanting facility. No adverse patient events were reported. It is unclear if this report is on the rv or ra lead. Should additional information become available this file will be updated.